Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 1/04/2017 with the following findings: during testing, the battery compartment was cracked. Unrelated to this issue, the bolus button cover was damaged but the button was still responsive during the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 1/04/2017.